Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of erratic results. Customer states he feels well and states he does not require medical attention. The customer's expected blood results are 80-120mg/dl. Verified the strips expire 07/31/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test 86mg/dl and 108mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern:customer is calling concern with all the results that were taken on (B)(6) 2015 95/115/178 mg/dl that was taken a few minutes apart. No adverse event reported.